Event description:
It was reported that there was a loss of capture in the left ventricular lead. An xray was taken and it was found that the lv lead was dislodged. The physician tried to reposition the lead and was not successful. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.